Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that the patient presented to the outpatient clinic for a routine check-up. The vad coordinator noticed reductions in pump speed below the low speed limit during a review of the system controller event log history. The patient was asymptomatic. On (B)(4) 2015 the manufacturer's technical services representative performed a driveline evaluation. Phase interrupter testing was performed and all wires tested ok. A cause for the reductions in pump speed could not be determined. X-rays of the internal and external portions of the driveline were taken and the external portion of the driveline (distal to the driveline exit site) was inspected and no areas of concern were identified. Upon completion of the driveline evaluation, the pump would not restart when reconnected to the system controller. A back-up system controller was used and the pump resumed operation as intended. The hospital team requested an ungrounded power module patient cable. The patient is expected to be discharged as he is destination therapy status and reportedly would not benefit from a pump exchange. No additional information was received.

Manufacturer narrative:
The report of low speed and pump stop events was confirmed based on the submitted system controller data log file; however, a specific cause for the events could not be conclusively determined. The data log file contained approximately 24 days of data, which captured low speed, flow hazards and a pump stop event while the patient was supported by the power module and patient cable. Based on the manufacturer's complaint history and similar reported events, the events captured in the data log file could have potentially been the result of a compromised wire in the patient's driveline. However, a root cause for the events could not be determined without a full evaluation of the driveline. The patient remains ongoing on vad support with the ungrounded cable and has had no further reported issues. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.